Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was not provided. Blood glucose level at the time of the call was 179 mg/dl. Customer reported recently having a blood glucose level of 561 mg/dl. During troubleshooting for the no delivery alarm, customer reported changing the infusion set and the device functioned properly. The insulin pump was not replaced or returned for analysis.